Event description:
It was reported that a catheter perforation occurred. The patient presented with leg swelling for a venogram with a bilateral iliac stent. As the oc35 peripheral ivus catheter was being loaded on the guidewire, the back end of the wire punctured a hole in the catheter instead of coming out the hub. The device was removed from the wire and the procedure completed successfully with another of the same device. There were no patient complications.

Manufacturer narrative:
Pro code (product code) - obj, itx.

Manufacturer narrative:
D2b pro code (product code) - obj, it. The device was returned for analysis. Visual inspection revealed a kink in the telescope assembly and a perforation in the guidewire lumen begging 0.70cm from the strain release. Microscopic inspection revealed pitting and degradation of the transducer housing consistent with saline damage which occurs post-use of the device and is not related to the original device failure.

Event description:
It was reported that a catheter perforation occurred. The patient presented with leg swelling for a venogram with a bilateral iliac stent. As the oc35 peripheral ivus catheter was being loaded on the guidewire, the back end of the wire punctured a hole in the catheter instead of coming out the hub. The device was removed from the wire and the procedure completed successfully with another of the same device. There were no patient complications.